Event description:
It was reported that the insulin pump alarmed several errors after a battery change. The blood glucose reading was 75 mg/dl. The customer stated that the insulin pump experienced an unexpected restart. Advised the customer to monitor the insulin pump and to call if the issues recurred. The customer called back stated that she received the same alarms again. She stated that she had tried various troubleshooting recommendations already. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test. No error alarms were noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.